Event description:
Info received indicates the right siderail will not latch.

Manufacturer narrative:
The technician found a shoulder bolt backed out and detached from the latch plate. He replaced the shoulder bolt to repair the bed.